Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009, the patient presented with pre-op diagnosis: l5-s1 spondylolisthesis. Lumbar spinal stenosis. The patient underwent: l5-s1 posterior spinal fusion. L5-s1 segmental instrumentation. Posterior lumbar interbody fusion l5-s1. Decompression left sided l5 and s1 nerve roots in the foramen lateral recess and centrally. Insertion of interbody implant at l5-s1. Morsellized allograft. Local allograft. Interpretation radiographs. As per op notes, posterior elements of l5 and s1 were exposed. The pars fracture at l5 was identified. 7.0 x 50 depuy expedient fabi pedicle screws placed bilaterally at l5 and s1. Attention was directed to the left side l5-s1 region and left side laminectomy and facetectomy was carried out at l5-s1. The l5 and s1 nerve roots were identified and were decompressed. Then a diskectomy and a transforaminal lumbar interbody fusion was performed at l5-s1 using a depuy concorde carbon fiber cage with one sheet of bmp as well with morsellized allograft. Additionally, local allograft was placed into the l5-s1 disk space. 2 rods were cut and contoured and locked into the pedicle screws. The posterior elements were decorticated and local autograft, morsellized allograft and three sheets of bmp were laid across the posterior elements. Radiographs showed good alignment with the implants. The patient was taken to the ¿pcu¿ in stable condition. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.